Manufacturer narrative:
.

Event description:
During review of the patient's programming history available in the manufacturer's database, it was identified that a programming anomaly occurred. A system diagnostic test was performed, and a final interrogation was not performed and the patient left the visit. Manufacturer labeling indicates to perform a final interrogation to confirm intended settings prior to patients leaving the clinic. Upon initial interrogation on the subsequent visit, the device was at unintended settings.